Event description:
It was reported that before an unknown procedure, the package was open and the item was unsterile and unusable. There were no patient consequences. Case completed with another device of the same product code. This device was not used on the patient. One device will not be released.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.